Event description:
It was reported while using bd bactec¿ subculturing/aerobic venting unit that one (1) needle separated from the device holder. The needle was unable to be removed from the septum of the positive blood culture bottle. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The first photo shows the vented needle stuck inside the septum of the blood culture bottle. It was missing the plastic holder, which would be used to safely remove the needle from the bottle. The second photo shows the product package for material and batch verification. Retention samples were evaluated by visual examination and no issues were observed as all specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter address: (B)(6). The manufacturing location for this product is bd acquisition in broken bow, nebraska. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in sparks, md has been listed in sections d.3. And g.1. And the sparks FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ subculturing/aerobic venting unit that one (1) needle separated from the device holder. The needle was unable to be removed from the septum of the positive blood culture bottle. There was no health impact or consequence reported.